Manufacturer narrative:
The damaged lens was returned to b+l for evaluation and subjected to visual examination. An overlay comparison was performed and found the lens meets current standard specifications. Functional testing was performed using a sample delivery device. The lens loaded and delivered as required. The condition of the iol is consistent with the lens that was removed from the eye. The delivery device was not returned.

Event description:
The surgeon reports performing cataract surgery with implantation of the akreos ao intraocular lens. Postoperatively, the lens was explanted due to unspecified dislocation and replaced with an anterior chamber lens. Additional information has been requested.